Manufacturer narrative:
Additional information: g3, h2, h3, h6 the customer reported possible interference with a crm pacemaker monitor and cardiomems. A log review of the patient's merlin@home transmitter confirmed that the monitor has been powering off appropriately. The last power off event was 05mar2023. It was also confirmed there are no other monitors associated with the patient's ICD. A comparison of the ICD transmitter logs, and the patient electronics merlin logs revealed no correlation between patient taking cardiomems readings and the ICD transmitter powering off." There was only one reading taken by the patient with cardiomems on the same day as an ICD transmitter power off event. The timing of these events was distinct. The cardiomems readings were able to be transmitted to merlin.net successful, which shows that cardiomems was also functioning as expected.the report event of interference between the cardiomems patient electronics system and patient crm ICD could not be confirmed as a review of the ICD transmitter logs confirmed that the monitor has been powering up appropriately. A comparison of the ICD transmitter logs, and the patient electronics merlin logs revealed no correlation between patient taking reading and the ICD transmitter powering off.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-002c emissions advisory notice issued by abbott on 07 feb 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient received the abbott emissions advisory notice and questioned if their cardiomems device was interfering with their abbott ICD monitor. The patient stated the monitor occasionally shuts off. Patient reports the issue occurs at times that they are not using the cardiomems device. The patient was implanted with cardiomems (B)(6) 2022 and received their ICD a couple of years ago. There were no adverse consequences to the patient.